Event description:
The customer reported intermittent communication failed errors. This error results in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sbc upgrade kit was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.